Event description:
Physician reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, red particles, crease fold, wear abrasion, and observed 40 mm dark patch edge material inside gel device. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side rupture. The device has been explanted.